Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) checked the iabp cs100 machine and found that the alarm leakage machine. Checked the system and found k6 k6a k7 k8 leakages test failed. Correction: preliminary fix the valve set k6 k6a k7 k8 by checking the inside and find that the valve slightly deteriorated. The entire valve set has been cleaned. From the function test k6 k6a k7 k8 leakages test: passed and checked in other topics, it was found that normally the test passed every step. Run test found that the machine works normally, ready to use.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Event description:
It was reported that during daily testing before use, the cs100 intra-aortic balloon pump (iabp) had k6 k7 k8 leakages test failure. There were no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.